Event description:
It was reported that a system error 2367 (resume error, critical error found that can be an indicator of a possible air in line event) alarm occurred during an unknown step of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.